Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant backed out. The patient had an ossification of posterior longitudinal ligaments. The surgeon requested a re-operation through the distributor. The implanted bone graft was anteriorly displaced and the screw inserted into c7 was backed out from the plate. The screw did not move out from the plate, so the locking appeared stable. The reoperation planned for (B)(6) will be with the next size-up of plate length and screw diameter. The plate and screws were returned and sent for investigation. No further information was provided and no additional information about the event is available at this time. This is report 1 of 7 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. The results of the product evaluation are as follows: one hole of the plate is slightly deformed through the insertion and removal of the screw. According to the description out of the device report the screws had not moved out of the plate, so we can conclude that the locking mechanisms of those screws were worked as intended and they had moved out of the bone. It can be inferred from this that the embedding in the bone was not sufficient; therefore the whole construct was not biomechanically supportive enough. The plate was analyzed for conformance to print specifications and the device history record was researched. No abnormal findings were identified. The plate was manufactured on march 2008. No product fault could be detected; this complaint is deemed indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.